Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit received for evaluation. During visual evaluation, the pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The filter was received slightly protruding from the filter storage tube. Slight skiving was noted throughout the loaded filter storage tube. During functional testing, an attempt to deploy the loaded filter with the loaded pusher catheter was performed and was unsuccessful. The pusher wire was noted to be detached from the pusher catheter. An in-house mandrel was used to deploy the filter from the filter storage tube. Resistance was felt during test. Filter deployed successfully. Filter limbs were present, and no filter legs were noted to be crossed. Remaining portion of the pusher wire was also deployed. The loaded touhy-borst adapter and filter storage tube were offloaded from each other for further evaluation. No additional anomalies were observed throughout. One photo was provided and reviewed. The photo shows the denali filter kit within its inner packaging which is partially opened. The pusher catheter was loaded to the touhy-borst adapter and filter storage tube. The filter was seen within the filter storage tube. No specific anomalies were noted. Therefore, the investigation is confirmed for the identified detachment as the pusher wire was noted to be detached from the pusher catheter. However, the investigation is inconclusive for the reported failure to advance as the conditions of use cannot be recreated. A definitive root cause for the reported advancement failure and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the pusher was allegedly unable to push out the filter from the filter storage tube. The procedure was completed using another device. There was no reported patient injury.